Manufacturer narrative:
Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). Ventricular arrhythmias can also be associated with significant post procedural bleeding from the ta access site. This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. In this case, the cause of the ventricular arrhythmia cannot be confirmed; however, as per report, the patient may have embolized some material down one of the coronaries and arrested. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, two days post tavr procedure, patient developed ventricular tachycardia (vt). He was shocked and paced without success and he expired. As reported, it was considered that the patient may have embolized something down one of the coronaries but this was not confirmed. The patient had been doing well and walking around with no problems noted. The patient's labs were stable and he had fairly reasonable lung function. There were plans for discharge 4 days post tavr procedure.